Event description:
The end user reported that after a c-section the pt had an allergic reaction to the abdominal binder. Pt had to use benadryll cream on affected area.

Manufacturer narrative:
Describe event or problem: the end user reported that after a c-section the pt had an allergic reaction to the abdominal binder. Pt had to use benadryl cream on affected area. Deroyal: the bill of material for the components of the product was reviewed and no material changes to the components were identified for the lot number reported. The product does not contain natural rubber latex.